Event description:
It was reported that the system was missing images from the image directory. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The gpos board was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.